Event description:
It was reported that the customer does not recall giving a bolus of 10.0 units of insulin. The customer was woken by the sensor alert for high glucose and gave a correction of 4.0 units using the insulin pump w/o reading the blood glucose. Then, the customer did read his sugar of 6.9mmol/l on the blood glucose meter. The customer ate several cookies and a glass of orange juice to counteract the last bolus. When the customer reviewed the bolus history, he realised that another 10.0 units had been delivered for 300 grams of food. The customer set a temporary basal rate of 0% for two hours, ate dextrose tablets, drank two full glasses of orange juice, and injected himself with glucagon. The customer's blood glucose continued to drop rapidly and customer was taken to the emergency room. The displacement and self test were performed and passed. The customer stated that he is not comfortable with the insulin pump and requested a replacement. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.